Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders and patients were not crossing over to all stations. A technical support specialist checked the order ID in the ext. Received messages table. It was showing with the available for processing flag as '1', meaning the message was received but was still waiting for processing. I ran the server health 2.0 query and found 3025 messages available for processing. Restarted the pyxis communication services (inbound processing, external messaging, and external communication), and the messages started to process again. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es orders and patients not crossing. The customer reported that all stations are in critical override. There were no adverse events or injuries reported based on this event.